Event description:
It was reported before using the bd vacutainer® precisionglide¿ multiple sample needle there was a foreign matter on the needle. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary material #: 360213. Lot/batch #: 3186068. Bd received 26 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 3 of the samples. The foreign material was analyzed by fourier transform infrared spectroscopy (ftir) analysis and was determined to be polystyrene. Polystyrene is the raw material used for the manufacturing of the multi-sample needle hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6) investigation summary: bd received 26 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in 3 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® precisionglide¿ multiple sample needle there was a foreign matter on the needle. There was no report of impact to the patient or user.